Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the returned product shows that the impactor pad is broken. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to wear and tear from 8+ years of use in the field. The complaint has been confirmed by the returned device being fractured. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during implantation of the final femoral implant, the femoral impactor pad fractured. There was no consequences or impact to the patient.